Event description:
It was reported that the large volume pump modules had an air in line error code 242.4030. There was no information on patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the air in line error code 242.4030 (motor stall, fatal severity) was confirmed through the log review and replicated during laboratory testing. The functional testing was performed using known good parts and a dchu lab test pcu. It was found that the suspect pump modules op1 sensors were damaged. For testing purposes only, the facility¿s ail sensor assembly was replaced with a known-good dchu part, the pump module was then attached to the dchu pcu and powered on. The door was opened, and no alarms or errors were noted. A review of the pump module (s/n (B)(6)) error log showed that the device presented 86 (eighty-six) 242.4030 error codes (motor stall, fatal severity) between 11dec2024 and 12mar2025. The pump module (s/n (B)(6)) error log showed that the device presented 11 (eleven) 242.4030 error codes (motor stall, fatal severity) between 09mar2025 and 21mar2025. The pump module (s/n (B)(6)) error log showed that the device presented 40 (forty) 242.4030 error codes (motor stall, fatal severity) between 01sep2024 and 06mar2025. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The alaris user manual (v12.1) states not to use a device with any damage. Send it to biomedical engineering for repair. There was no information on patient involvement. The device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported error code 242.4030 was identified as damaged op1 sensors. Note that this report lists imdrf annex a0401, a1801, g02017, g04088, g04067, c07, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump modules had an air in line error code 242.4030. There was no information on patient involvement.